Event description:
The outer dilator broke off in the pt. Surgical intervention was necessary to retrieve the device.

Manufacturer narrative:
Review of mfg and quality inspection records indicates that the product was mfg within spec. No product was returned for eval. The surgeon indicated that the sheath struck a pre-existing starclose clip, causing it to break off and requiring surgical removal. The clip should have been visible under fluoroscopy. User instructions state "if resistance is met when advancing or withdrawing the guidewire or the micro-introducer, determine the cause by fluoroscopy and correct before continuing with the procedure."